Manufacturer narrative:
The drill was rec'd by the manufacturer, however, the customer's complaint could not be replicated. Internal components were evaluated and the rotor was found to be stuck within the motor assembly. Additionally, the motor assembly was corroded and a bearing was worn. The presence of corrosion and a seized rotor can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, bearings and rotor assembly were replaced and the drill will be returned to the user facility.

Event description:
It was reported that during a laminectomy with fusion, the drill heated up and produced an odor of smoke. Backup equipment was used to complete the procedure, causing a delay that was not reported as clinically significant. No pt or user injury was reported, and no other adverse consequences were alleged with this event.